Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the display was faint and discolored; lcd (liquid crystal display) found out of electrical specification. Analysis also found corrosion on lem (link electronic module) printed circuit board assembly at the rf (radio frequency) connector. Corrosion found on the lower case near rf connector area and corrosion found on power supply. Latch on media bay door was bent and keyboard latch was broken.

Event description:
It was reported the screen was "flicking", screen colour was fading in and out. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.